Event description:
It was reported that during explant of an interstim lead, the lead broke and the distal portion including the tined anchors and electrodes remain fixed in the right s3 foramen of the pt. A new lead and extension were implanted in the pt's left s3 foremen and connected to the original ipg. Further info is being requested from the hcp.